Manufacturer narrative:
Four (4) actual devices were received for evaluation. Visual inspection on the returned samples revealed loose, white particulate matter (pm) on the inside of the bag for two (2) samples. No pm was observed in 2 of the 4 samples. The samples were sent for pm analysis which revealed pm in all four samples. The materials found were clear elongated polymeric particle which was identified as ethylene vinyl acetate (eva), green transparent elongated particle identified as aliphatic hydrocarbon and a carbohydrate, and several white translucent particles identified as acrylonitrile butadiene styrene (abs). The reported condition was verified on the four samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during an unspecified date of 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags presented a foreign material. This event occurred during preparation. There was no patient involvement. No additional information is available.